Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , the day of the event at 5:43pm, the patient experienced seizure and eventually also loss of consciousness. When the symptoms occurred the cgm was reading 104 mg/dl. The uncle of the patient gave the patient orange juice, but the patient continued to have the seizure. An ambulance was called and when a fingerstick was taken the blood glucose reading was 43 mg/dl. The patient was brought to the hospital and while being transported received unspecified medication to stop the seizure. When the patient arrived at the hospital, they were still unconscious and were admitted in the intensive care unit (ICU). The patient had a heart rate of 138 bpm and received intravenous glucose treatment. The patient stabilized after treatment and was discharged after spending 3 days at the hospital. At the time of the report the patient was okay and felt better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.